Manufacturer narrative:
(B)(4). Voluntary report# - (B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer reports that the epidural catheter broke during removal.

Manufacturer narrative:
(B)(4).voluntary report# - (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record (DHR) review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. The potential cause of catheter separation could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer reports that the epidural catheter broke during removal.